Event description:
Three balloons ruptured following multiple inflations beyond their rated burst pressure during an arteriovenous hemodialysis fistula graft dilatation procedure. Follow up indicated these devices were also used as the type devices to remove clot from the graft, and an inflation device was not used. A fourth balloon catheter was used to successfully complete the procedure. The devices have not been received for eval. Therefore, no failure analysis was available. Balloon ruptuure or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. It was also indicated these devices were inflated beyond their rated burst pressure as well as used as the fogarty type devices. Co believes the above factors contributed to this event and does not attribute it to the devices. However, without evaluating the devices, co is unable to determine the exact cause for this event. Directions for use state: "it is essential that an inflation device with a pressure gauge be used to monitor pressure within the balloon to determine the adequate dilating force is applied while not exceeding the maximum limits of the product. The rated burst pressure should not be exceeded... Inflation in excess of rated burst pressure may cause the balloon to rupture...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflat the balloon. Do not reinfalte and removed carefully."